Event description:
The customer obtained false negative anti-hcv quality control results using in house controls. A false negative anti-hcv patient result could have caused an infected person to be misclassified. There was no report of patient harm as a result of this event.